Event description:
It was reported that the user¿s dexcom transmitter became nonfunctional during a hospital stay for chest pain and uncontrolled angina, which led the ilet to stop automated insulin dosing and the user to operate in bg run and then disconnect, with interim manual insulin injections until a replacement cgm restored closed-loop operation. Symptoms included hyperglycemia with reported values up to 450 mg/dl and not feeling well. Outcomes included temporary loss of automated insulin delivery and use of backup subcutaneous insulin. Investigation included complaint handling, user education on bg run, and follow-up on cgm replacement and reconnection. Investigation of this case revealed high glucose associated with absence of cgm input and resultant no automated insulin delivery, with contributing user factors including missed meal announcement; device function returned to expected operation once a working cgm was paired. It was concluded, based on previously established findings for similar reports, that loss of sensor signal and user-related factors were the likely causes, with no device malfunction of the ilet pump identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.